Event description:
It was reported that, on an unknown date, the plum 360 was found to be very warm to touch when charging while idle. When we took it back to our workshop to test, it was also alarming with the warning as described. So it was found just idling and when in use for testing. So no patient was involved or harmed. During testing the device was said to be overheating when in use with multiple warnings of ¿change battery/replace pump¿. Have changed the battery with various batch numbers. There was no patient involvement and no patient harm. No additional information is available at this time.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received.

Manufacturer narrative:
Customer complaints were confirmed during the investigation. The replace battery alarm was confirmed in the alarm log but not reproduced during testing. The pump being too hot to touch was confirmed and caused abnormal noise in the mechanism which was found to be caused by a defective driver printed wiring assembly (pwa). The device was disassembled, the mechanism disassembled, replaced driver pwa, assembled mechanism, calibrated mechanism, assembled pump, and tested. No further alarms, abnormal noise, or heat present. Parts replaced: driver pwa probable cause: defective driver pwa additional information d9: date returned to mfg 6/22/2022.